Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The user's blood glucose (bg) level was elevated with moderate ketones. However, the exact bg level was not provided. The user addressed bg level with a manual injection. Reportedly, the user's healthcare provider identified the ketone level to be dangerous/life threatening and the contact stated that they would monitor the bg level as well as make sure the user had water/insulin. The alarm was cleared and insulin delivery was resumed.